Event description:
Information was obtained and noted that the affiliate received a cypher stent delivery system that had altered labeling. However, it was indicated that the product was not clinically used. Additional information had been requested and will be submitted within 30 days upon receipt. The product is not available for analysis.